Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was not confirmed. In addition to the cable being defective, there was an additional finding of broken fibers. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) hospital

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had an image anomaly. The event occurred during preparation for use. There was no patient harm associated with the event. The device was evaluated, and it was found the cable was defective. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image failure could be attributed to the cable unit. It likely the defect occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage. And/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.